Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of second prime. The data showed high pulse widths in tandem with a failure of the rotational sensor to transition as expected towards the start of the device run, indicating that a drive stall occurred. This drive stall resulted in the ratchet gear not rotating enough for the firing flat to line up with the release bar to deploy the needle mechanism by the end of second prime. No resistance was felt while rotating the ratchet gear or rotating the tube nut around the leadscrew. Inspection of the leadscrew found brass shavings on the bottom of the leadscrew. It could not be conclusively determined if this contributed to the drive stall. No other damages or defects were observed that would contribute to the drive stall. The exact cause of the drive stall could not be determined.